Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and determined that the issue was with the balloon catheter. The stm performed fiber optic test, calibration, functional testing and safety check to factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) displayed a warning message "fiber optic module needs service" prior to use on a patient . No adverse event was reported.